Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. The test wells in question for r734 which were unexpectedly negative from the instrument in question were visually positive. These were well numbers one (1) and three (3) of the r734 antibody screen, which were known to be jka antigen positive. The test wells in question for r752 from the instrument in question were visually positive. These were well numbers one (1) and two (2) of the r752 antibody screen, which were known to be jka antigen positive. Test well number two (2) of r752 yielded an instrument outcome of equivocal, meaning that r752 was not definitively negative. Test well number one (1) of r752 yielded an instrument outcome of negative.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, on both (B)(6) 2016.